Manufacturer narrative:
Manufacturing date -- (B)(4) 2016 ¿ (B)(4) 2016. The device was returned and an evaluation is complete. Visual inspection was performed and noted the reservoir was ruptured. The reservoir was microscopically examined with no additional signs of abnormality. The reported condition was verified, but the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor burst while adding desferroxamine. There was no patient involvement. No additional information is available.